Event description:
A pericardial effusion occurred, and the procedure was cancelled. It has been reported that an versacross access solution kit was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, a pericardial effusion was noted. The procedure was cancelled and a pericardiocentesis was performed. Patient was admitted to the hospital beyond standard of care and is expected to fully recover. The device is not expected to be returned for analysis. It was mentioned that the patient complication prevents the continued use of heparin. In the physician's opinion, the device/procedure contributed to the patient complication, as he believes that the transseptal device poked a hole in a heart wall.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available as of yet. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.